Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 12x2.50mm, concentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and mildly calcified ostial of the diagonal artery. After predilation, a 2.50x16mm promus element¿ drug - eluting stent (des)was deployed. Fluoroscopy was performed and it was noted that the stent was deformed. Another promus element¿ des was then deployed to cover the previously implanted stent. No further patient complications were reported.